Event description:
It was reported that the patient had their inflatable penile prosthesis (ipp) replaced with a tactra due to infection. There were no further patient complications reported.

Event description:
It was reported that the patient had their inflatable penile prosthesis (ipp) replaced with a tactra due to infection. There were no further patient complications reported.

Manufacturer narrative:
Based on this investigation, a most probable cause of the reported infection cannot be determined. Risk review and labeling review identified that the adverse event of infection is a known risk of the device. The cause of the infection was not established by physician, although infection is included in the labeling documentation as an adverse event of the implant surgical procedure. Therefore, the conclusion code of known inherent risk of device was assigned to this investigation.